Event description:
A report was received via social media that the patients ipg fell out of the pocket. It was still unknown if weight loss was device related. The patient underwent a revision procedure wherein the ipg was moved up. No further information could be obtained.